Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "exchange from textured to smooth breast implants due to the patient¿s concern with the product. Pain, swelling in the left armpit, a rupture, tightness, and left side capsular contracture baker grade ii.¿ device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, as it is a medical event. Not related to the device. Rupture: no observed, rupture on the device. Pain: unable to observe, as it is a medical event. Not related to the device. Anxiety-product/procedure: unable to observe, as it is a medical event. Not related to the device. Edema: unable to observe, as it is a medical event. Not related to the device. Additional observations: crease fold observed, on the device. Deformation device observed, on the device. White calcification-like observed, on the device. No further actions are required, as the device was implanted.

Event description:
Patient reported, left side "exchange from textured to smooth breast implants, due to the patient¿s concern with the product. Pain, swelling in the left armpit. A rupture, tightness, and left side capsular contracture, baker grade ii¿. Health professional reported, the device has been explanted.

Event description:
Health professional reported the device has been explanted.